Event description:
It was reported that this right atrial (ra) lead with the pacemaker exhibited oversensing. Technical services (ts) provided programming changes for the device and the rep confirmed the r-wave oversensing was resolved. This pacemaker remains in service. No adverse patient effects were reported.